Event description:
The patient was being treated using neurothrombectomy in the m1. The patient had tortuous vessels. A 3max reperfusion catheter and a 5max reperfusion catheter were placed in front of the thrombosis using coaxial technique. To begin aspiration, the physician tried to pull back the 3max reperfusion catheter from the 5max reperfusion catheter, but the 3max reperfusion catheter was stuck inside the 5max reperfusion catheter. After a while, the physician managed to retrieve the 3max reperfusion catheter against strong resistance. The 3max reperfusion catheter became extended, so the physician could not insert the catheter back into the 5max reperfusion catheter when he was adjusting the position of the 5max. The operation was finished with another 3max reperfusion catheter. There was no associated issue with the patient's condition. Physician¿s comment: "I manipulated them as instructed in the IFU. I could use the 3maxc [reperfusion catheter] successfully during inserting and advancing it with the psc054 (5max) [reperfusion catheter]. I was not conscious of piercing the 3maxc [reperfusion catheter] with the guiding wire. I tried to pull back the gw [guidewire] alone, but I could not. It was probably because that I might hold in it with the psc054 [5max reperfusion catheter]. Next time I would like to manipulate devises more carefully."

Manufacturer narrative:
Results: the catheter appears to be stretched and broken approximately 127.0 cm from the hub. There is also a piece of guide wire sticking out of the stretched area of the catheter. Conclusions: the complaint has been evaluated. The compliant indicates that the 3max catheter was used to advance the 5max catheter coaxially into position to aspirate. When the physician attempted to remove the 3max catheter from the 5max catheter, the 3max catheter stretched. In addition, the physician mentioned that the guide wire went through the wall of the 3max catheter. It appears that the 3max catheter was somehow lodged inside the 5max catheter in the patient, causing friction between the two catheters. The physician's attempts to pull against this friction stretched the 3max catheter, eventually overcoming the tensile strength of the polymer material, breaking the catheter. It is unknown how the guide wire perforated the wall of the catheter but it may have occurred when the system was being removed and after the stretching of the 3max catheter. The 5max catheter was not returned for evaluation therefore, it is unknown if the catheter was related to this issue or was damaged due to the friction. However, the complaint states that the operation was completed successfully with another 3max catheter so it appears there was no issue with the 5max catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.